Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pump exhibited a battery communication issue. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device cracked on right plunger case. Functional testing found battery communication timeout error at power up and all the reading of battery ended with n/a value. The root cause of the reported issue was found to be normal wear - battery was about 9 years old. Replaced battery. Performed maintenance and all functional testing. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.